Manufacturer narrative:
Capa402 has been raised to investigate the non-conformance. A follow up report shall be submitted once the investigation has been concluded. Attached is a product specification and comparision of the affected devices that were released. Containment actions: - place both cround006ra and cround008ra burs on hold in syspro. - complete - provide and comparison of specifications between cround006ra and cround008ra - complete (attached). - communication sent to affected customers to request the customer to return the incorrect burs - complete

Event description:
Incorrect product sent to the customer (B)(6). Instead of issuing cround006ra cround008ra was issued. The mrp system is correct but after an investigation it was determined that job numbers (B)(6). Were potentially mixed.